Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 23-jan-2017: the patient's birth date was provided. She confirmed that she experienced adenomyosis after having essure implanted. She denied having any medical history. She did not have the essure lot number. The patient had to have a hysterectomy to remove essure but she immediately began to get better and had recovered fully since then. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and within a month after it was implanted began to have abdominal pain and heavy periods/ literally hemorrhaged just before hysterectomy/ bleeding (interpreted as menorrhagia). She underwent a hysterectomy. These events are anticipated in the reference safety information for essure. Abdominal pain and menorrhagia may have multiple causes. In the present case, given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is awaited.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and within a month after it was implanted began to have abdominal pain and heavy periods/ literally hemorrhaged just before hysterectomy/ bleeding (interpreted as menorrhagia). She underwent a hysterectomy. These events are anticipated in the reference safety information for essure. Abdominal pain and menorrhagia may have multiple causes. In the present case, given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect, and a relationship with the reported medical events cannot be totally excluded.

Event description:
This case was reported via regulatory authority food and drug administration (reference number: mw5066718) on 05-jan-2017 and was forwarded to bayer on 05-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("began to have abdominal pain within a month after it was implanted") and menorrhagia ("I began to have heavy periods within a month after it was implanted/ literally hemorrhaged just before my hysterectomy/ bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and cholecystectomy. On an unknown date, the patient started essure. Within a month after it was implanted, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), abdominal distension ("abdominal swelling within a month after it was implanted") and malaise ("generally feeling unwell within a month after it was implanted"). The patient was treated with surgery (hysterectomy in 2015). Essure was withdrawn. At the time of the report, the abdominal pain, menorrhagia, abdominal distension and malaise outcome was unknown. The reporter considered abdominal pain, menorrhagia, abdominal distension and malaise to be related to essure. The reporter commented: hospitalization and disability/permanent damage was reported as event outcome, but not specified or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a month after it was implanted began to have abdominal pain and heavy periods/ literally hemorrhaged just before hysterectomy/ bleeding (interpreted as menorrhagia). She underwent a hysterectomy. These events are anticipated in the reference safety information for essure. Abdominal pain and menorrhagia may have multiple causes. In the present case, given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis and further information are expected.